Event description:
It was reported that prior to a breast biopsy, the probe would not fit into the holster. The customer opened another probe and proceeded with the case. There was no patient consequence.